Manufacturer narrative:
On 07/16/2015 integra investigation complete. Method: failure analysis, device history evaluation. Results: failure analysis: the unit was damaged by using a welch allyn cable with a luxtec mlx unit. This caused something to melt in the turret. Additionally there is physical damage to the left side panel, cracked. Device history evaluation: nonconforming product report/nonconforming material report history: there is no applicable nonconforming product report/nonconforming material report history. Variance authorization/deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history, excelitas lamp assemblies failure of 00mlx lamp. Health hazard evaluation history: none. Conclusion: root cause is directly related to user error. The cable to be used with the mlx lightsource is the fused fiber optic cable (B)(4). No other cables are recommended for use with the mlx lightsource.

Event description:
Customer initially reports unit has a plume of smoke come out of unit while in use in operating room. On (B)(6) 2015 customer reports a bilateral mastectomy was being performed. Issue occurred as soon as unit turned on, no odor, no ill effects to patient or personnel.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported information.